Event description:
After an implantation time of about 36 months, inappropriate oversensing was reported in the near- and far - field with 92 charges. The ICD and the lead were explanted. Kentrox rv 65 steroid, MDR 1028232-2008-01559.

Manufacturer narrative:
The ICD underwent a status interrogation, which indicated the device status eos after an implantation time of 36 months. The shock table documents 95 charge processes, part of them aborted. The connection system of the defibrillator was examined mechanically. The screws of the shock and pacing outputs were normal. Leads that were inserted, as a test, could be contacted with easy movement, low-ohm values and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 and df-2 standard. There was no material defect or manufacturer error. The memory content of the ICD was checked; the recorded iegms showed interferences in both the ventricular channel and the far-field simultaneously. Then the signal perception of the ICD was checked and proved to be free of noise. The ICD sensed the provided signals free of interference. The ICD's capability to provide therapy was then tested. The antibradycardic output signal was normal and matched the programmed values in the eos mode. The eos state was reset with the help of a technical programmer. At the subsequent status interrogation, the battery status was displayed as mol 2. Subsequently, a fibrillation signal was fed in, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The analysis did not indicate a device malfunction. The battery status eos was the result of a temporary drop in the battery voltage below the eos threshold. The cause for this was a strong drain on the battery due to a multitude of consecutive charge processes, which had been triggered by the oversensing.